Manufacturer narrative:
Analysis was completed. Session record showed that the device had exited shipped settings 3 weeks prior to the attempt to implant, and the battery usage is consistent after the device exited shipped settings. Battery gauge display of 10% is consistent with exposure to cold temperature and measured battery voltage is normal and near end of life. Further analysis performed indicated normal device characteristics.

Event description:
It was reported the implantable cardiac monitor was being interrogated prior to an implant procedure. Upon interrogation, it was observed the battery life was not full out of the box. The device was not implanted. No physician or patient involved.